Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that they hadn¿t been able to feel stim or have the ability to connect to their therapy settings to turn stim up, due to the poor communication. It was stated that they didn¿t think that the device was working because they had no symptom control. The patient thought that on the call when they placed the antenna over their skin that stim occurred even though they didn¿t press any buttons. It was recommended that they follow up with their healthcare provide to check the ins status, since they were still getting poor communication. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient noticed that she wasn't feeling stimulation last thursday and reported a return of symptoms. Patient said return of symptoms occurred a while ago and it wasn't until recently that patient remembered that she has a programmer and could check and adjust her implant. Patient saw poor communication screen on their programmer. Patient services recommended the patient follow up with their doctor due to reports of symptom return and poor communication on the programmer. No further complications were reported or are anticipated.